Event description:
It was reported that the rubber was coming off the wheels, and the brakes could not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.